Event description:
A customer had a problem with the dual lumen PICC catheter. The customer alleges "that the PICC catheter developed a leak, after it was inserted; PICC was removed with no pt injury noted."